Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the guidewire was bent along its ptfe length and distal section, likely due to handling, and the ptfe coating was scraped off 31.0cm from its proximal end. Functional testing found the torque was not smooth due to the anomalies found on the guidewire. Based on the information available and investigation results, the observed peeled ptfe is consistent with damage from an insecurely tightened torque device. Per the device directions for use (dfu), "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling/scraping, this incident is likely caused by use error, however, this cannot be confirmed as the torque device used with the guidewire was not returned for further evaluation; a cause of undeterminable is assigned to this investigation.

Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeled on the guidewire. There was no clinical consequence to the patient due to this event.